Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a shocking sensation. A surgery was performed on (B)(6) 2011 where the extension and battery were replaced. The extension was damaged at the connection end and the battery appeared to have damage to the grommets. Normal impedances were measured. Prior to surgery, an x-ray was performed which showed nothing significant. The pt outcome was the pt was fine. Add'l info has been requested, but was not available as of the date of this report.